Manufacturer narrative:
(B)(4). G2: foreign - event occurred in estonia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that outside of surgery, the blade screws were loosening or unscrewing themselves when dermatome was turned on. There was no patient involvement. Due diligence is complete as no further information is available.